Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a clock anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump kept changing to military time on its own and the meter will no longer link to the pump. The customer also stated that sometimes the pump does not give full bolus amount and it happens during large meals. The customer stated that every time he delivers a bolus, he had to turn the time back. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was programmed with correct time and date; monitored for 10 days and no unexpected time switch from standard to military time anomaly was noted. The insulin pump passed self test, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.